Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that when she charged her foot, she would get many spasms while using the external bhs. She also has an internal unit. They believe the bhs unit fried her internal unit. She was told by the doctors to stop wearing the bhs unit. It was later reported by the patient on (B)(6) 2022, that the patient stated the bhs controller did not fry her internal unit. She has an implantable device that hooks into her spine and it is working. The patient stated that she is having surgery as she is unable to use our product. The patient stated that the doctor did not prescribe her anything for the issue. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that when she charged her foot, she would get many spasms while using the external bhs. She also has an internal unit. They believe the bhs unit fried her internal unit. She was told by the doctors to stop wearing the bhs unit. It was later reported by the patient on (B)(6) 2022, that the patient stated the bhs controller did not fry her internal unit. She has an implantable device that hooks into her spine and it is working. The patient stated that she is having surgery as she is unable to use our product. The patient stated that the doctor did not prescribe her anything for the issue. It was reported that no further information is available. No product was returned for evaluation.

Event description:
It was reported by the patient that when she charged her foot, she would get many spasms since using the external bhs. She contacted her doctor and was advised to stop wearing the unit. It was later reported by the patient on july 12, 2022 that the bhs controller did not fry her internal unit. She has an implantable device that hooks into her spine, but she told me that it is now working. The patient stated that she is having surgery as she is unable to use our product. The patient stated that the doctor did not prescribe her anything for the issue. No additional patient consequences/ further information has been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The bhs controller was tested, and it operates as intended. The bhs controller was received for evaluation. The DHR was reviewed. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of "bhs causing internal reaction". The controller was tested and operates as intended. Review of complaint history identified (6) total complaints from (jul 6, 2021) to (jul 6, 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.